Event description:
A supplemental report is being submitted due to completion of the investigation on 03-oct-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1950182 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ protective tubing returned around the device. ¿ red safety tab not returned. ¿ directional button in deployed position. ¿ red shuttle on 17th dimple (post the ponr). ¿ safety wire still in place. ¿ blue plastic component connected to safety wire lure separated/broken from handle. ¿ flexor break approximately 12cm from white tip functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ stent cannot be deployed due to flexor break. ¿ unable to twist red lure due to broken blue component. ¿ safety wire removed with no issue. It was confirmed with the customer that the blue plastic component connected to the safety wire luer broke off during stent placement, this was likely due to excessive force in attempting to remove the safety wire. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to tortuous anatomy as from the additional questions it is known that resistance was felt passing the evolution device through the stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy against resistance may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the device was advanced to the desired location, but the stent could not be deployed, it was noted that the outer sheath of the device was broken. The patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user opened the package and took out the stent delivery system, then advanced the delivery system through wire guide but found out the stent cannot be deployed. User detected the sheath broken at 10cm from tip. User retracted the stent and changed to a new same rpn device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement evolution 2. What endoscope type and channel size was used? Olympus tjf-260 tjf-260 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Acro-35-450 cook acro-35-450 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 6. How long was the stent in the patient by the time this complaint occurred? None 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided stricture information: 1. What was the length and diameter of the stricture? 3.5cm long, diameter 0.3cm 3.5cm, 0.3cm 2. Where was the stricture located in the body? Common bile duct 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes 5. Was the stricture dilated before stent placement? Yes.